Manufacturer narrative:
(B)(4). The device involved in this event has not been made available. Unfortunately, the lot number also has not been made available and it is therefore not possible to perform verification of the historical data. A technical evaluation of the device used was not performed as the device has not been made available for the investigation. Unfortunately, no information about lot involved is available; therefore, it is not possible to perform any technical investigation or review of the historical data on the specific production batch. The little information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation. "This case occurred over 3 years ago, and the report is not even certain of the surgeon involved. We are told that a pediatric lrs straight clamp failed during treatment and 'had to be repaired.' The summary states that there was a 'failed hinge in the orthofix external fixator.' We are told no more, and nothing about the immediate or long term status of the patient. To use this equipment as part of an external fixator to correct a 40 mm length discrepancy in a boy of 13+ year may or may not have been appropriate, depending on the size and weight of the patient. Some (B)(6) year old males can be adult size and would require adult components. Others are slight and small can be treated with pediatric components. As ever we need more information to make a sensible analysis. Further comments are difficult in the absence of information. A technical evaluation of the device used was not performed as the device has not been made available for the investigation. Unfortunately, no information about lot involved in available; therefore, it is not possible to perform any technical investigation or review of the historical data on the specific production batch. A complete medical evaluation of the case was not performed as no information about the medical procedure, diagnosis and x-rays have been made available. Considering the lack of information provided, it is not possible to conduct any investigation or to draw any conclusion in regards to the complaint device. If further information is received on the event, orthofix (B)(4) will promptly finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor, on (B)(6) 2014, indicates: patient: (B)(6) (dob (B)(6) 1996); dx: 4cm limb discrepancy; surgery date:(B)(6) 2010; surgery ctr: (B)(6); product: orthofix right/uniplanar external fixator; revision surgery: (B)(6) 2010; surgical finding: "clamp providing varus valgus control failed during lengthening and required repair." Post-surgical opinion: "failed hinge in the orthofix external fixator." On (B)(6) 2014, orthofix (B)(4) received the following information from the local distributor: we do not have the device in our possession. Unfortunately, I do not have any further details about the patient and the device than what is noted on the product complaint form.